Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field - b4,d9,e1(initial reporter,event site name,event site postal code - (B)(6)),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. Corrected fields - b5,e1(initial reporter). A getinge field service engineer (fse) evaluated the unit and was confirmed the display is distorted. Fse cleaned the inside and replaced the video receiver board and video received to lcd cable. Fse performed a test run after repair and the equipment is in good condition.

Event description:
It was reported that during preparation, just before therapy, when the power was turned on, the cs300 intra-aortic balloon pump (iabp) had a display screen malfunction. It was distorted. Another iabp was used to initiate therapy for this patient. There were no patient harm and no adverse consequences reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation, just before therapy, when the power was turned on, the cs300 intra-aortic balloon pump (iabp) had a display screen malfunction. It was distorted. Another iabp was used to initiate therapy for this patient. There were no adverse consequences noted.